Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 04/2019 and is approximately 1.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported by the doctor that the patient seen in casualty with hypoglycemia had an ezio 45mm needle inserted via right tibia with no complications during insertion and post insertion. Attempted to remove the needle the following day in the ward was unable to remove the needle using the leur lock syringe as recommended proceeded to use an artery forcep the needle broke and the anterior part of the needle was left in the insertion site the orthopaedic doctor was consulted the needle was shaved in, left inside the patient and the skin was closed and patient was discharged home. There has not been complaints or signs of infection reported. Additional information: the user was experienced; inserted about 400 already. It could have been possible that excessive force was used as a big doctor removed it. About 3.5cm of the broken needle was left in the patient. An xray was not performed; they just left insitu-wound was closed; only about 5mm was seen outside bone.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported by the doctor that the patient seen in casualty with hypoglycemia had an ezio 45mm needle inserted via right tibia with no complications during insertion and post insertion. Attempted to remove the needle the following day in the ward was unable to remove the needle using the leur lock syringe as recommended proceeded to use an artery forcep the needle broke and the anterior part of the needle was left in the insertion site the orthopaedic doctor was consulted the needle was shaved in, left inside the patient and the skin was closed and patient was discharged home. There has not been complaints or signs of infection reported. Additional information: the user was experienced; inserted about 400 already. It could have been possible that excessive force was used as a big doctor removed it. About 3.5cm of the broken needle was left in the patient. An xray was not performed; they just left insitu-wound was closed; only about 5mm was seen outside bone.